Event description:
It was reported to baxter france that a baxter singleday infusor had overinfused during patient use. According to the customer, the female patient was undergoing a folfox treatment. The infusor was filled with 5fu and sodium chloride with a total fill volume of 53 ml. The solution was not filtered before filing and there were no issues observed during priming. There was no forced prime performed. The infusor was stored at ambiant temperature. The customer stated the infusion started at 10:00 and stoped at 19h:00. In addition, the customer reported the flow was checked before filing and there was no air bubbles in the inlet. The flow regulator was in direct contact with the patient skin. The patient was connected to the infusor through huber needle at the level of the chest; there was no other infusion connected on the same access point and no heat spot close to the patient. There is no report of patient injury or medical intervention. No additional information is available.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.